Event description:
The coil was unable to detach. Once it was removed from the pt, it detached without any problem. This male pt was undergoing treatment of a para ophthalmic aneurysm. The same syringe was used to deploy one other coil. For the 2nd coil the syringe had not exceeded the black line beyond positon #3. Prior to attempt to deploy this coil as much as they know there was no stress against the mc or delivery tube. The syringe was taken to the red zone after it did not deploy in the green zone. Slightly shifted back and forth at the area of detachment to line up with catheter markers. There was no kink/compression on the delivery system. The vessel was tortuous and not heavily calcified. Gdc 2 x2 coil was used to complete the procedure. There was no adverse effect to the pt.

Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan, including coil subassembly inspected areas per test results form 637fm005 rev 1 and 637fm007 rev. 3.